Event description:
It was reported that the patient had a promus stent implanted on (B)(6) 2010. On (B)(6) 2013, the patient died. The cause of death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The reported patient effect of death is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system electronic instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.